Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported a diamondback 360 coronary orbital atherectomy device (oad) was being used to treat a patient with a history of chronic ischemic heart disease and multiple stents previously implanted in the left coronary artery. The intervention was planned as a second-stage procedure to treat the right coronary artery using orbital atherectomy. The right coronary artery presented with significant anatomical challenges, being highly tortuous and severely calcified, particularly in its mid and distal segments, with an estimated stenosis of approximately 80%. The lesion was initially crossed using a non-abbott guidewire, which was subsequently exchanged for a viperwire following the advancement of a microcatheter. The diamondback 360 orbital atherectomy device was then advanced without resistance to the target lesion. Three low speed treatments were performed. Throughout these treatments, no unusual resistance or abrupt movements were observed. However, the post-atherectomy angiographic control revealed a contained rupture at the level of the treated mid-distal stenosis, accompanied by vessel occlusion due to dissection and a flow-limiting contained rupture. In response, the orbital atherectomy system (oas) was withdrawn, and the lesion was prepared using a semi-compliant balloon with assistance of a guide extension catheter. This approach allowed for adequate lesion expansion and restoration of coronary flow. Despite these measures, the patient developed progressive hemodynamic instability, culminating in cardiac arrest due to severe hypotension. During cardiopulmonary resuscitation, a xience skypoint 2.75 x 33 mm stent was implanted. Following successful resuscitation, endotracheal intubation, and initiation of vasoactive drug therapy, a second xience skypoint stent (3.0 x 33 mm) was deployed in the mid right coronary artery, overlapping the previously implanted stent. The final angiographic outcome was satisfactory, showing a contained rupture in the mid-distal right coronary artery without evidence of pericardial effusion, as confirmed by echocardiography. The patient experienced a slow hemodynamic recovery, attributed to acute right ventricular failure, and was subsequently transferred to the intensive care unit for further management. In the physician's opinion, the flow-limiting rupture was probably due to the tortuosity of the artery. The patient continued to be hospitalized due to refractory heart failure, as the patient presented with ventricular ejection fraction.

Event description:
It was reported a diamondback 360 coronary orbital atherectomy device (oad) was being used to treat a patient with a history of chronic ischemic heart disease and multiple stents previously implanted in the left coronary artery. The intervention was planned as a second-stage procedure to treat the right coronary artery using orbital atherectomy. The right coronary artery presented with significant anatomical challenges, being highly tortuous and severely calcified, particularly in its mid and distal segments, with an estimated stenosis of approximately 80%. The lesion was initially crossed using a non-abbott guidewire, which was subsequently exchanged for a viperwire following the advancement of a microcatheter. The diamondback 360 orbital atherectomy device was then advanced without resistance to the target lesion. Three low speed treatments were performed. Throughout these treatments, no unusual resistance or abrupt movements were observed. However, the post-atherectomy angiographic control revealed a contained rupture at the level of the treated mid-distal stenosis, accompanied by vessel occlusion due to dissection and a flow-limiting contained rupture. In response, the orbital atherectomy system (oas) was withdrawn, and the lesion was prepared using a semi-compliant balloon with assistance of a guide extension catheter. This approach allowed for adequate lesion expansion and restoration of coronary flow. Despite these measures, the patient developed progressive hemodynamic instability, culminating in cardiac arrest due to severe hypotension. During cardiopulmonary resuscitation, a xience skypoint 2.75 x 33 mm stent was implanted. Following successful resuscitation, endotracheal intubation, and initiation of vasoactive drug therapy, a second xience skypoint stent (3.0 x 33 mm) was deployed in the mid right coronary artery, overlapping the previously implanted stent. The final angiographic outcome was satisfactory, showing a contained rupture in the mid-distal right coronary artery without evidence of pericardial effusion, as confirmed by echocardiography. The patient experienced a slow hemodynamic recovery, attributed to acute right ventricular failure, and was subsequently transferred to the intensive care unit for further management. In the physician's opinion, the flow-limiting rupture was probably due to the tortuosity of the artery. The patient continued to be hospitalized due to refractory heart failure, as the patient presented with ventricular ejection fraction.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation determined that the reported cardiac arrest, vascular dissection, hypotension, occlusion, hospitalization and unexpected medical intervention appears to be related to operational context. In this case it is possible that the reported cardiac arrest, vascular dissection, hypotension, occlusion, hospitalization and unexpected medical intervention are a result of the patient¿s disease severity and/or use techniques employed; however, since the device was not returned this could not be confirmed. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Updated: h6 (codes 4118, 3233, and 11 no longer apply).